Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type; programmer, patient. Product ID: 3550-29, lot# n307860, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-39, lot# n308698, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead product ID 3778-75 lot# serial# (B)(6) implanted: (B)(6) 2012, product type: lead. (B)(6).

Event description:
It was reported that the patient had been getting a lot of pain and was feeling a zapping sensation and then no zapping sensation for a month or so. The patient had more pain at the lead incision site and it was a sharp stinging pain for the last 2-3 weeks on and off. The patient had their implantable neurostimulator (ins) site hit and kicked by someone and the area got swollen. Their doctor did an x-ray and said it was fine and this happened last may. Additional information has been requested, but it was not available as of the date of this report.